Manufacturer narrative:
"Product problem" previously selected in error. Section updated with appropriate designation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient indicating that the toilet led to the programmer getting wet and it was reported that the replacement device resolved the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37642, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was unable to power up their patient programmer and that it was wet. Their hand was shaking and they could not check to see if the ins was on or off. No further complications were reported as a result of this event.